Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. The returned abutment stuck to the tsv implant has been identified as a 3rd party device. The customer has confirmed that the abutment stuck to the tsv implant is a 3rd party device. After additional information was received on january 13, 2025, it was determined that the device is a third party therefore the prior submission for MFR- 0002023141-2024-04004 submitted on december 12, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the abutment cannot be detached from the implant; it cannot be separated and the implant was removed. Procedure was completed placing other implant.